Manufacturer narrative:
Information was rec'd from via literature. Please reference literature at the following location: http://dx.doi.org/10.1016/j.arth.2015.05.042. The part numbers and lot numbers are unk; therefore, the device history records could not be reviewed and the product history search could not be performed and compatibility could not be assessed. These devices are used for treatment. Surgical notes were not provided. Therefore, it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. However, the complaint may be revised upon return of product or further information. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulation and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection.

Event description:
It is reported that 2 patients who rec'd a zimmer nexgen lcck knee after revision tka were again revised due to septic loosening.